Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to inflammation. Reimplantation is planned but had not taken place at the time of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4): device not yet received by manufacturer.

Manufacturer narrative:
This report is filed august 15, 2014.